Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the device label for this lot was conducted and all labels indicated an expiration date of 12-november-2013, which is 12 months from the date of manufacture (13-november-2012); however, it was reported the device was used on (B)(6) 2015. It should be noted that the xience xpedition instructions for use (IFU) states: do not use after the use by date. Additionally, the xience xpedition has received approval for an extended shelf life of 36 months (3 years). Units still in abbott vascular inventory were re-labeled to reflect the newly approved 36 months shelf life. However, as the serial number was not reported, it is unknown if this unit was relabeled.

Event description:
It was reported that during device preparation and prior to use, the 3.25 x 38 mm xience xpedition stent delivery system (sds) was flushed and neutral pulled when a balloon pinhole leak was noted. The device was not used. There was no patient interaction. A different device was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.